Event description:
It was reported that at the time of implant the distal portion of the catheter had a tear. A new distal catheter was used. No adverse event was reported. Additional information has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
.